Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose of 40 mg/dl due to her insulin pump is not delivering the proper amount of insulin. Caller stated that the customer's insulin pump gave a no delivery alarm then shut off for three days. Caller stated that the customer's insulin pump is broken at the battery compartment. Nothing further was reported.